Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during an intraocular lens (iol) implant procedure, the iol was placed in the eye, then a notch in the lens was observed. The lens was removed. A vitrectomy was performed and another lens was implanted. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis, haptic and optic damage was observed. Solution was observed on the returned product. Associated products were not provided. It is unknown if qualified products were used. The reported lens damage ¿notch noticed out of the lens¿ was observed. The optic is chipped/nicked with a piece of the optic removed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).